Manufacturer narrative:
The date of the event was on an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line-associated bloodstream infection (clabsi) related to the one-link device. It was not reported if the patient was hospitalized. On the day of the event, the patient manifested apnea and bradycardia; and required oxygen therapy. On an unknown date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations) for clabsi. The patient retained their central IV access. On an unreported date, the patient was discharged from the hospital. Patient recovery status was not reported. No additional information is available.

Manufacturer narrative:
The cause of the event was determined to be human error as the packaging instructions were not followed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.